Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker was explanted without allegation. This device was returned to post market quality assurance for analysis. No adverse patient effects were reported.